Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Diagnostic imaging is planned but no date has been scheduled yet.

Event description:
The user reports intermittent function occurring with head movements.

Event description:
The user reports perceptual difficulties while using the device for approximately the past two months. The user has an otology appointment scheduled in three months.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.